Event description:
An advance ligasure malfunctioned during a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy case today. The physician went to seal the tissue and the device never let go and she had to cut around the device to get it free.